Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7272168.

Event description:
It was reported that the patient undergoing a trial procedure, when closing and looking to tape her back up and attached the or cables again, the patient continued bleeding out of the entry and experiencing extreme pain in the legs when moving. Tried adjusting the leads a little bit, but the pain did not subside. The physician ended up pulling the leads out and abort the trial. The patient was doing well postoperatively. The explanted device was kept by the facility and will not be returned.